Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. (B)(4).

Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure on (B)(6) 2009. On (B)(6) 2010, the patient came to this hospital because she was experiencing painful intercourse. The doctor found that there was mesh in the urinary bladder and vagina and she had a vesicovaginal fistula. It is planned that the patient will undergo repair of vesicovaginal fistula.